Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) alarm during initial drain on the homechoice (hc). Technical service representative (tsr) explained alarm and had caregiver (cg) cycle power. Tsr advised cg to start over with new supplies. Cg will call back with any problems. No patient injury or medical intervention was reported at the time of event.

Manufacturer narrative:
(B)(4).